Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The machine alarmed and the leak was visually observed. Estimated blood loss was 265cc's. A new system was strung and the patient completed their treatment without further issue. There is no other known ill effect to the patient. There is no sample available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.